Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as surgical impact opening (shell thickness within specification. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional also reported left side "hole, non-specific" observed during surgery. The device has been explanted and replaced.